Event description:
It was reported that the patient never had therapeutic effect, since implant, along with shocking of both legs, patient's toe curling and no stim for the patient's bladder. The trial seemed to work ok, so the patient was excited for the implant. The patient wondered if the device was put in the wrong place. The patient had programming and re-programming done many times with no positive results so the device was explanted. They were unable to explant the entire lead so that was still implanted in the patient. The patient was requesting compatibility guidelines for MRI of the brain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2004, product type extension; product ID 3966, lot# la7834, implanted: (B)(6) 2002, product type lead; product ID 3966, lot# la7834, implanted: (B)(6) 2002, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).